Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units wheels needed replacement due to damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
E1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated and observed that wheels damage due to age. He replaced caster wheels caster, color ral 9002 (d401-00-006), caster, dual-function color ral 9002 (d401-00-0062) to fix the issue. All functional and safety checks performed to meet factory specifications. The unit returned to the customer and cleared for clinical use.

Event description:
It was reported that during a general observation, the cs100 intra-aortic balloon pump (iabp) units wheels needed replacement due to damage. Wheels were damaged due to age. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5updated data: b4, g3, g6, h2, h10, h11